Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas became unresponsive after exposure to water and subsequently failed to charge or power on despite repeated charging attempts, with the charger indicator light showing green and no device screen activity, tones, or vibration; troubleshooting and user education were completed, and the user was advised on water avoidance and device shutdown. Symptoms included no adverse clinical effects. Outcomes included no impact to the user¿s health and no medical intervention. Investigation included customer troubleshooting, receipt and inspection of the returned device. Investigation of this device revealed a reported device power failure following liquid exposure. It was concluded that the event was consistent with device damage secondary to exposure to liquid.